Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they did not receive therapeutic relief from the spinal cord stimulator(scs) since implant date and now the pt was going to have surgery on their back to see if they can reduce their pain through surgery. Pt mentioned surgery will be on l4 and l5 portions of spine, and the hcp recommended the pt keep the scs for the time being to manage pain after the surgery. Pt mentioned they had not spoken to their mdt rep.(name, unknown) in 2-3 months(pt did not mention making the mdt rep. Are of the issue). Pt had to have an MRI in order to do the surgery and mentioned that many places could not do the MRI because they did not have the correct magnet. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp patient services specialist provided MRI guidelines and redirected to hcp.redirected caller: patient's hcp.